Manufacturer narrative:
Submit date: 01/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with lap sponges. The customer states the package contained 6 sponges instead of 5. Issue was noticed prior to use.

Manufacturer narrative:
A sample was received for evaluation and the complaint has been confirmed. A device history record (DHR) review was completed for lot# 14l057562x and there were no manufacturing related issues related to the complaint issued for this lot. All scheduled maintenance and calibration activities were completed on time. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There was no related process or material changes related to the reported condition for this product. The root cause for this complaint has been identified as an operator error that occurred during product allocation. The trend analysis doesn¿t support opening a formal corrective/preventative action (CAPA). A quality alert has been issued to the employee and the site will continue to monitor this to avoid a future reoccurrence of the reported issue. If information is provided in the future, a supplemental report will be issued.